Event description:
It was reported that the keypad on the device was defective. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, h3, h6, h10. A review of the complaint history record was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of (B)(6)2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 14804252 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the keypad on the device was defective. There was no patient involvement.